Manufacturer narrative:
On 16-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and irrigation was impossible during the procedure. During the procedure, the irrigation of the pentaray nav high-density mapping eco catheter had a default. The heparinized half-saline solution does not flow correctly. The tubing set is not responsible for the default. No charcoal or clot formation. The issue was visually controlled by the physician when fault was known. They changed the diagnostic catheter with a new one. No patient consequence. Surgical delay of 10 minutes. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and irrigation was impossible during the procedure. During the procedure, the irrigation of the pentaray nav high-density mapping eco catheter had a default. The heparinized half-saline solution does not flow correctly. The tubing set is not responsible for the default. No charcoal or clot formation. The issue was visually controlled by the physician when fault was known. They changed the diagnostic catheter with a new one. No patient consequence. Surgical delay of 10 minutes. Additional information was received indicating the issue was noticed while the device was inside the patient¿s body. No irrigation pump was used, they used a manual pressure bag. There was no patient consequence.